Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe luer-lok¿ had a black spot on the product. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One photo was returned for investigation and observed foreign matter (fm) in syringe unit package. From the returned photo, observed fm in syringe unit package. DHR review for batch # 7327479 found no abnormality during production. No similar defect during qa outgoing inspection was observed. No quality notification was raised for the batch. No samples were returned to determine the type of fm in syringe unit package. Hence root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated.

Event description:
It was reported that a bd syringe luer-lok had a black spot on the product. There was no report of exposure, serious injury or medical intervention.